Event description:
Additional information received reported the battery depletion was normal - the replacement was done and the patient recovered without incident. It was unknown what happened about the device turning off at the courthouse.

Event description:
It was reported that last year the patient¿s right implantable neurostimulator (ins) shut off at the court house. The patient¿s left ins was already off. Multiple details about the event were not provided, such as the exact cause and intervention, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing reports #3004209178-2012-06031 and 3004209178-2012-06031 as they explain why the left ins was off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was not affected by electromagnetic interference (emi). There was bilateral pulse generator replacement. The patient recovered without permanent impairment. No symptoms were reported. The cause of replacement was unclear as the system was not affected by emi. Further follow up is being conducted to obtain this information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3389-40, lot# v006632, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3389-40, lot# v006632, implanted: (B)(6) 2006, product type: lead. (B)(4).